Manufacturer narrative:
Device evaluation: no observations are performed for the complaint as the event is no complaint against the device. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures non-penetrating nicks, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
This is the same report as was reported under mfg # 9617229-2025-04470. That complaint was found to be a duplicate of this record. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This record relates to the right side.